Event description:
Info received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The tech isolated the issue to a stuck head hi/low valve. He replaced the head hi/low valve to repair the bed.